Event description:
It was reported that the patient presented in clinic due to dyspnea, fatigue, and arrhythmia. Device interrogation revealed failure to deliver shock on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient status was unknown.